Event description:
It was reported via repair work order that the fowler was stuck elevated at approximately 50-60 degrees and would not lower manually/electronically due to a broken weld on the scale frame above the ball screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.